Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No moisture damage was found on the motor, battery tube, vibrator or keyboard assembly during visual inspection. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 10 mmol/l. The customer stated that the pump was exposed to water. The customer reported fluid under the lcd display. The customer stated that there were no cracks on the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.